Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the programmer boots to error codes.

Event description:
It was reported the programmer won't boot up. The service disk did not help. No patient involvement or complications were reported as a result of this event.